Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump reservoir compartment broke off and the reservoir does not stay in. Customer's blood glucose was 437 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, prime, excessive no delivery test, self-test, and unexpected error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. We were unable to perform the basic occlusion and occlusion test due to reservoir tube lip damage. Pump received with cracked battery tube thread, broken reservoir tubelip, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, missing end cap sticker, and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.